Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/13/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. One suture piece in four sections was received for analysis. During visual inspection of the returned sample, significative marks that appear to be caused by a surgical instrument were observed on the body needle. The suture pieces were examined, and the ends of the suture were noted to be cut and crushed probably caused by a surgical instrument. In addition, a knot was observed in one suture piece, and body fluids were found on the strands. The product code sxpp1a406 contains an absorbable suture. Since the sample was received open, the functional test could not be performed due to undetermined exposure time to the environment. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that a patient underwent a myomectomy procedure on (B)(6)2024 and barbed suture was used. The suture was broken when the surgeon attempted to sew the tissue. Changed to another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.